Event description:
It was reported from a medwatch user facility report that, a pt underwent a revision surgery in 2007 to remove a broken rod at l1-2. Hardware was removed at l1-2 and replaced with rigid fixation. No pt complications were reported.